Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023 it was reported, by a sales representative via (B)(4), that an ar-4551 sutureloc anchor loosened. This occurred during a case on (B)(6) 2023, the proper technique guide was used they placed the implant and it secured the root of the meniscus great. Everything looked fine until they cut the implant at the distal portion of the tibial tunnel, and once that was done, the implant loosened pretty significantly, resulting in a lax repair of the meniscal root. There was no additional information provided and additional information has been requested. Additional information was provided on 10/18/2023 where it was reported that this event occurred during a meniscal root repair where they prepped the bone using the 2.4 pin that comes in the kit for the implant. They linked the suture and swivelock in the tibia to complete the case. The patient had good bone quality.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error, specifically improper bone preparation and/or improper implantation of the device. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.